Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568-45 implantable pacing lead 1999-(B)(6); 4024-52 implantable pacing lead 1999-(B)(6); 4296-78 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that implant detect was not completing. The atrial lead impedance in bipolar was less than 100 ohms. No diagnostics were collected and implant detect is on. The device and lead remain in use. No patient complications have been reported as a resultof this event.